Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to connect to the communicator following the smr 6 update. Technical services (ts) was consulted and discussed the possibility that the radio frequency (rf) had been disabled. Additionally, ts mentioned the possibility that wand telemetry could cause safety mode. It was sated that a new communicator was not needed. This device was explanted and replaced and has been returned for analysis. No additional adverse patient effects were reported.